Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of nonsustained rv oversensing was noted on a patient's device. The patient was not reported to be symptomatic. The ventricular post paced threshold was increased and the change appeared to have been successful.